Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the device had been in place for about 7 months. During the administration of therapy (doxorubicin, vincristine, cyclophosphamide), at the time of performing washing with saline, one notices the leakage from the point of insertion of fluid mixed with blood. It is decided to remove the device and it is revealed that at about 7 cm it shows rupture partial in the inner section of the vein (not visible externally). The patient presents as a fixation system device subcutaneous anchorage. Additional information 01/03/2024: the patient was, of course, re-implanted with a new device to avoid delays in treatment, which requires central vascular access. As you well understand, cancer patients, in general, are in a fairly high state of stress and therefore having to undergo a new implant is not pleasant. The health personnel had direct contact with blood and body fluids but used protective equipment. The only actions, other than removal, were to reposition the device.

Event description:
It was reported the device had been in place for about 7 months. During the administration of therapy (doxorubicin, vincristine, cyclophosphamide), at the time of performing washing with saline, one notices the leakage from the point of insertion of fluid mixed with blood. It is decided to remove the device and it is revealed that at about 7 cm it shows rupture partial in the inner section of the vein (not visible externally). The patient presents as a fixation system device subcutaneous anchorage. Additional information 01/03/2024: the patient was, of course, re-implanted with a new device to avoid delays in treatment, which requires central vascular access. As you well understand, cancer patients, in general, are in a fairly high state of stress and therefore having to undergo a new implant is not pleasant. The health personnel had direct contact with blood and body fluids but used protective equipment. The only actions, other than removal, were to reposition the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported the device had been in place for about 7 months. During the administration of therapy (doxorubicin, vincristine, cyclophosphamide), at the time of performing washing with saline, one notices the leakage from the point of insertion of fluid mixed with blood. It is decided to remove the device and it is revealed that at about 7 cm it shows rupture partial in the inner section of the vein (not visible externally). The patient presents as a fixation system device subcutaneous anchorage. Additional information 01/03/2024: the patient was, of course, re-implanted with a new device to avoid delays in treatment, which requires central vascular access. As you well understand, cancer patients, in general, are in a fairly high state of stress and therefore having to undergo a new implant is not pleasant. The health personnel had direct contact with blood and body fluids but used protective equipment. The only actions, other than removal, were to reposition the device.